Event description:
The explanted generator was returned on (B)(6) 2012. The pulse generator was returned due to prophylactic replacement. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The near-end-of-service (neos) indicator was set to yes. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to a near-end-of-service (neos) condition. A battery life estimation resulted in 1.12 years remaining before the neos flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the neos condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, it was reported that a patient preparing to undergo prophylactic generator replacement experienced an episode of bradycardia and a systole after the administration of anesthesia. The generator was still programmed on and working, and surgery had not begun. The anesthesiologist stated that the patient was very anxious about needles and anesthesia prior to the surgery; therefore, the patient was given inhalation anesthesia. As soon as the propofol anesthesia was administered the patient experienced bradycardia and then a systole. Resuscitation measures were initiated, and the patient recovered. Vns replacement was postponed. The anesthesiologist stated that she was not able to determine what the cause of the patient's episode was due to. On (B)(6) 2012, the patient underwent generator revision without any complications (no bradycardia). The patient was not programmed on at the time of surgery as the surgeon and anesthesiologist felt it would be best to re-start after anesthesia wore off. Attempts for additional information and product return have been unsuccessful.